Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led, an evaluation of one adapter, one handle, and one reload, all opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No visual abnormalities were noted for the handle or adapter. An error code was displayed in the eeprom (electrically erasable programmable read only memory) of the handle. The reload was received partially fired to the 4.5 cm cut line. The anvil clamping mechanism of the reload was deformed. Since the clinical battery was not returned, a pmv representative device was utilized for all functional testing. The adapter, handle, and reload all fully functioned to specifications. Functional and visual testing of the returned sample confirmed the product met quality release specifications that were tested. Replication of the partial firing condition occurs when the handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the reload. This may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. Replication of this deformed anvil clamping mechanism may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The file was concluded to be a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a lobectomy procedure, at the time of the initial fire, the device stopped firing in the middle. The blue button was pressed but the device did not continue firing. Silver button was pressed to retract the knife, and the device was release from the tissue. The reload was replaced with another one to complete the stapling where the reload had stopped. There was no lamp lit indicating error. The operating time was extended by less than thirty minutes. The patient is fine.